Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5 added event found. Correction: e1 (last name and initial reporters phone number). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the damage on the cable, the video function is not functioning properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited noisy image. This event was found during preparation for use of a therapeutic laparoscopy. The procedure was completed with using a similar device. There was no report of patient harm.

Manufacturer narrative:
E1-address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited noisy image. There was no report of patient harm.